Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer set basal settings prior to a carb filled dinner and forgot to revert basal settings back to a lower value. Subsequently, the customer woke the next morning with decreased blood glucose (bg); value not provided. The customer's husband help resolve the customer's bg by supplying food for the customer.